Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had delivered too large of a bolus to account for carbohydrates consumed. The customer's blood glucose level (bg) was 51 mg/dl. The customer consumed carbohydrates to stabilize bg level. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.